Event description:
Shut down multiple times during a procedure, then could not change mas, image was grainy afterwards.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.